Event description:
Multiple patient samples from multiple tests including glucose, ast, alt, amylase, lipase, alkaline phosphatase resulted with zero or near zero results. The patient samples were repeated on suspect instrument with zer4o or near zero results. Upon checking the reagent flow, the analyzer reported no flow through one of the probes. Upon visual inspedtion, the probes were found to be broken off. The field service engineer found the splash guard had fallen off and the air dryer was out of position. Field service repaired instrument.